Manufacturer narrative:
Correction: is an adverse event; not a product problem as previously reported. This report is filed september 18, 2015.

Event description:
Per the clinic, the patient experienced pain with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the recipient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).